Event description:
It was reported that during an a-fib procedure, the foot pedal of the stockert generator was sticking and caused the rf to continue to be delivered. This was the first time the foot pedal got stuck. The customer were able to stop the rf delivery by stepping on the pedal hard to deactivate the rf delivery. No patient injury was reported.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the foot pedal of the stockert generator was sticking and caused the rf to continue to be delivered. A replacement unit was sent to the customer and it is now working fine. The bwi representative visually inspected the unit and stated that there was no sign of physical damage, customer abuse, nor user error. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).